Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery. Approximately two days post procedure, the patient experienced symptomatic intracranial hemorrhage and medical management was performed as treatment. At the patient's 90 day follow up, the patient was reported to be in an extended care facility with a modified rankin scale (mrs) score of 5. The event was reported to be related to the procedure and unrelated to the device. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery. Approximately two days post procedure, the patient experienced symptomatic intracranial hemorrhage and medical management was performed as treatment. At the patient's 90 day follow up, the patient was reported to be in an extended care facility with a modified rankin scale (mrs) score of 5. The event was reported to be related to the procedure and unrelated to the device. No further information is available.